Event description:
The complainant alleged during pt set-up, the device was not receiving an ECG signal. The complainant indicated that there was no adverse effect to the pt as a result of the malfunction.